Event description:
It was reported that after the use of the product, the pilot balloon got detached. The customer stated this happened without contact with sharp objects or applied pressure. No patient injury was reported.